Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheters (lanterns) and ruby coils. During the procedure, a lantern became kinked upon removal from the packaging and, therefore, was not used in the procedure. The physician then inserted a new lantern and attempted to place a ruby coil. While advancing the ruby coil through the lantern, the physician experienced resistance and, therefore, removed and re-sheathed the ruby coil. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.